Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due herniation of the balloon. It was noted that the balloon was bulging under the skin and made the patient uncomfortable. The pump and cuff remained implanted, and a new balloon was placed. There were no other patient complications reported.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due herniation of the balloon. It was noted that the balloon was bulging under the skin and made the patient uncomfortable. The pump and cuff remained implanted, and a new balloon was placed. There were no other patient complications reported.